Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram error after battery change. Alarms were confirmed in the alarm history. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Customer stated that a temporary basal was not programmed before the alarm and the device was not stored or not in use for an extended period of time. The insulin pump passed the selftest. Blood glucose value is unknown. The battery cap would be replaced. Customer was advised to monitor the insulin pump.